Manufacturer narrative:
(B)(4) several attempts were made to get additional information on this event; however, nothing was received at the time of this report. The customer provided two photos for analysis. The photo revealed a distal j-bend that was misshapen as well as a kink in the guidewire body. The customer also returned one guidewire for analysis; however, the catheter was not returned. Visual analysis revealed that the guidewire contained one kink near the proximal end of the wire. Signs of use were observed as there was biological material at the location of the kink. The distal j-bend was confirmed to be intact but misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full, spherical, and intact. The kink in the guidewire measured 110mm from the proximal end. The overall length of the guidewire measured 348mm, which is within the specification limits of 345mm-355mm per guidewire product drawing. The guidewire outer diameter measured 0.530mm, which is within the specification limits of 0.508mm-0.533mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire...grasping near skin, advance catheter into vessel". The guidewire was advanced through a lab inventory catheter. The guidewire advanced with no resistance until the kink in the guidewire body was reached. The undamaged portions of the guidewire passed through the catheter with no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual analysis revealed one kink near the proximal end of the guidewire. The returned guidewire met all relevant dimensional/functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely contributed to the kinking; however, the probable cause of the reported guidewire and catheter resistance could not be determined without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " during removal there was a difficulty when removing the guide from the catheter. The user felt like a "scratch" at the level of the artery. After several seconds of turning the guide, it came out completely, but the 'foam' tip was bent." There was no patient harm or injury. Additional information received states no medical intervention was required as "the catheter was operational and did not cause any problems with the treatment." The patient's current condition is reported as deceased.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " during removal there was a difficulty when removing the guide from the catheter. The user felt like a "scratch" at the level of the artery. After several seconds of turning the guide, it came out completely, but the 'foam' tip was bent." There was no patient harm or injury. Additional information received states no medical intervention was required as "the catheter was operational and did not cause any problems with the treatment." The patient's current condition is reported as deceased.